Event description:
It is reported that the device was implanted in late 2008, and revised twelve days later, due to hematoma.

Manufacturer narrative:
Eval summary: pt was revised two weeks post-op due to hematoma. Pt's concurrent medical history shows hepatitis c, anemia, cardiac, and endocrine issues. Hepatitis c in chronic form can cause thrombocytopenia which can lead to higher risk of adverse bleeding, making post-operative bleeding at and within the operative site more likely. This could also be aggravated by pt's hypertension. While a definitive root cause can not be determined, based on the available info, the cause of the hematoma in this pt could be due to the pt's concurrent medical history. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.